Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3-4. The clip delivery system was advanced to the left atrium and set in straddle position. The markers were in alignment with the steerable guide catheter (sgc). However, when using the m/l knob, the steerable sleeve shaft was angled toward superior when it should rotate toward the anterior/medial. It was believed that the cds was not aligned correctly with the steerable guide catheter (sgc); therefore, the cds was retracted to be re-aligned, but with the same results, angulation was upside down. The cds with the clip were removed and replaced with a new cds. Two clips implanted, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported sleeve steering issue cannot be confirmed via returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. In the absence of a confirmed failure mode a cause for the sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.